Event description:
The customer reported bleeding after a laparoscopic nissen procedure. The amount of bleeding is unknown at this time. The bleeding did cause a reoperation, exploratory laparotomy, to be performed. The surgeon found bleeding from the gastro-omental vessel during the reoperation. Additional questions have been extended to the site. The patient's current status is listed as good.

Manufacturer narrative:
(B)(4). The incident device sample was discarded by the site. Additional questions have been asked. If additional information pertinent to the incident is obtained a follow-up report will be submitted.